Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 400 mcg/day via an implanted pump for intractable spasticity. It was reported the patient recently had an MRI and a motor stall was seen at the initial interrogation. A motor stall recovery had not occurred and it was not less than two hours since the patient exited the MRI field. Discussed re-interrogating the pump with logs and the interrogations did not result in a recovery. It was noted to periodically interrogate the pump for stall recovery. Patient symptoms were not reported. It was also reported the patient had been having more problems with spasticity lately. The event date was (B)(6) 2019. No further complications were reported/anticipated or expected